Manufacturer narrative:
An old version of the slim nail was used and the information about the sizes of the interlocking holes provided to the company representative was inaccurate.

Event description:
During a surgery using a ø5.6mmx340mm slim nail, the corresponding peg size did not fit into the distal and proximal holes for fixation. The surgeon decided to use another device for interlocking in this patient. The slim nail used was from a previous version of the nail with smaller interlocking holes.